Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, during the procedure the user felt that the machine was "overheated" as it became hot. There was no reported damage to the machine, and no issues with the accessory devices. An error message occurred at the beginning of the procedure; however the exact error code could not be verified. The procedure lasted an hour and thirty minutes, but was able to be successfully completed using this rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, during the procedure the user felt that the machine was "overheated" as it became hot. There was no reported damage to the machine, and no issues with the accessory devices. An error message occurred at the beginning of the procedure; however the exact error code could not be verified. The procedure lasted an hour and thirty minutes, but was able to be successfully completed using this rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: generator overheated. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination as well as performance testing of the returned unit did not indicate any issues that could account for the reported complaint. The device passed all performance criteria including the final test procedure. Therefore, the investigation was unable to confirm the complaint and a definitive root cause could not be determined. A device history record (DHR) review was performed; this was the first time the unit was returned for service and no anomalies associated with the manufacturing of this unit were found. A similar complaint trend for this serial number was performed; no anomalies were found.